Event description:
It was reported that an asymptomatic patient presented in hospital after receiving a patient notification for high, out of range, high voltage lead impedance. The high voltage lead impedance had been trending high previously. The alert was cleared and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.